Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 255 mg/dl. The customer stated that buttons would not respond. The customer stated that there is no significant event leading to the alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was unable to troubleshoot for failed battery test due to buttons were not responding.

Manufacturer narrative:
The insulin pump received with currents in specifications. No unexpected failed battery. No button error alarm. The insulin pump had an intermittent button response due to moisture damage on keypad trace. The insulin pump had minor scratches on lcd window, cracked case near display window and cracked reservoir tube lip.